Manufacturer narrative:
This report is being sent to correct information in b5.

Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. As the patient was pacemaker-dependent, the physician performed an emergent revision procedure to surgically explant the device. A new device was subsequently explanted to resolve the event and no additional adverse patient effects were reported. It was previously indicated that this crt-p would be returned for analysis, but it was actually disposed of post-explant.

Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. As the patient was pacemaker-dependent, the physician performed an emergent revision procedure to surgically explant the device. A new device was subsequently explanted to resolve the event and no additional adverse patient effects were reported. This crt-p is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.